Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the right crossbrace is broke where the pivot link attaches.

Manufacturer narrative:
Additional/updated information was added to reflect the cross brace being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing was broken at the center hole. An expanded evaluation was performed. The expanded evaluation report confirmed that cross brace was broken into two pieces, with the break occurring at the pivot link attachment point. However, the underlying cause could not be determined.

Event description:
The dealer stated that the right crossbrace is broke where the pivot link attaches.